Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation during CAPA (B)(4) found that the root cause is attributed to inadequate design. The manufacturing process introduces defects into the part during production that is exploited by high loads during use. This weakness leads to low cycle fatigue cracking that weakens the part and leads to catastrophic failure. The geometry contains a natural stress raiser at the connection feature that concentrates stresses in this region where the defect is present. The combination of these factors have contributed to the failure of the three impactors (rp, fb & fem). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral impactor split in half when impacting on femur. No debris, nil patient negative outcomes, comorbidities or information available.